Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the wire was detached 3cm from the distal tip to the proximal. Microscopic inspection revealed that the sensor was detached from the fiber optic. Device to device interaction test confirmed that that signal was not present. The ffr link, the signal strength led showed a yellow/orange light, and the zeroed led showed a blinking red light, indicating that the wire was not working appropriately. Functional test confirmed no modulation (0%) for this device.

Event description:
Reportable based on device analysis completed on 10sep2025. It was reported that wire pd signal recognition failure occurred. A comet ii pressure guidewire was selected for use. Initially there was no waveform generated but it appeared halfway through the procedure. The procedure was completed with the use of this device. There were no patient complications. However, device analysis revealed wire detachment.